Event description:
It was reported that: the patient has pain in the knee. Patient feels lots of pressure on her knee while cleaning. Patient has feelings of knee popping as well.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Implanted.

Manufacturer narrative:
An event regarding pain involving a triathlon pkr femur #3 lm/rl was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A review of the provided medical records by a clinical consultant concluded, ¿there is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.¿ a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation¿.

Event description:
It was reported that: the patient has pain in the knee. Patient feels lots of pressure on her knee while cleaning. Patient has feelings of knee popping as well.